Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked sodium chloride from the fill port. The leak occurred after filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 5 and february 7, 2024. H11: the device was provided for evaluation containing an unspecified volume of solution in the bladder. Visual inspection of returned sample observed a leak (backflow) at the fill port. Further inspection revealed a particle of 2.01mm in length, stuck under the device checkband. The particle was identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember and the stressmember is located inside the bladder. The reported condition was verified. The cause of the condition was determined to be related to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.